Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that there was reservoir ring issue. Customer stated that they did not know for sure if it was due to the reservoir possibly not locking in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.